Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the investigator was unable to pass anything through the suction port. Additionally, a crack was noted in the light guide lens. The adhesive was removed from the nozzle. The distal end also presented with a crack, and suction flow was compromised. Further inspection of the device revealed severe wear and tear (dents, scratches, chips, etc.). If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, during the reprocessing of the evis exera iii colonvideoscope, foreign material was exiting from the channel. According to the initial reporter, the sheath was stuck in the suction channel. There was no patient involvement during this event.